Event description:
Complaint ID # (B)(4).

Manufacturer narrative:
It was reported that the venous bubble sensor was alarming that it was defective. The failure occurred during treatment. No harm to any person has been reported. A defective bubble sensor can lead to the zero-flow mode activation, resulting in low flow to the patient. Therefore a report is required. A getinge field service technician (fst) was sent for investigation on (B)(6) 2024. The fst could not replicate the failure. The fst confirmed that there was no contamination or damage on the venous bubble sensor or the sensor panel. The venous bubble sensor was replaced as a precautionary measure. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no pump stops or no ¿venous bubble sensor defective¿ error message could be confirmed on the date of event. The fst cold not replicate the failure, therefore no root cause could be determined. According to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: bubble intervention not working wrong information - bubble sensor defective / disturbed - environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage) according to the instructions for use (IFU), chapters "monitoring and sensors" and "bubble monitoring: function test" the venous bubble sensor and the arterial flow/bubble sensor have to be tested before each use. The cardiohelp has a flow/bubble sensor for bubble detection. The venous bubble sensor is optional and for additional bubble detection. According to the IFU of the cardiohelp (chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore in chapter "connecting the sensors", it is stated that the sensors must be kept clean. It is further stated in the cardiohelp instructions for use, chapter ¿inspection¿ that the batteries have to be exchanged every 48 months within the scope of an inspection. The review of the non-conformities has been performed on (B)(6) 2024 for the period of (B)(6) 2020 to (B)(6) 2024. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on (B)(6) 2020. Based on the results the reported failure "venous bubble sensor defective alarm" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: the failure "touch panel not aligned and battery stuck at (B)(4)¿, will be further investigated in a separate complaint as these failures are not reportable.

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp.a follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the venous bubble sensor was alarming that it was defective. The failure occurred during treatment. During repair of the device it was found that the touch panel was misaligned, reacting to touch function slightly to the right. Additionally, battery 2 was stuck at 95% charge. The touch panel issue and the battery failure are not reportable events. A defective bubble sensor can lead to the zero-flow mode activation, resulting in low flow to the patient. Therefore a report is required. Complaint ID # (B)(4).